Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found that the sc connector had a tear in the seal near the guide ring. (B)(4).

Event description:
It was reported that the patient had an allergic reaction/erosion and infection/meningitis. The patient was hospitalized and the device system was explanted. The device system was used to deliver baclofen. It was later reported per the hcp that the patient was doing well, alert and awake. She was on a nursing unit receiving antibiotics: cipro every 12 hours and cefepime every 8 hours so she was not infection-free at that point. No information was available on length of time patient will remain on antibiotics. The patient was on oral baclofen 30 mg 3x/day. She was currently afebrile and getting feeds through a g-tube. No other details available at this time. The explanted pump and catheter were sent in today. It was later reported that the organism was enterococcus.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Corrected information: further analysis determined that the tear in the seal near the guide ring was not significant to the catheter¿s in-vivo performance. (B)(4)